Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro¿ (bd¿ vialon biomaterial) leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one actual sample (batch# 7290267) and one used syringe were returned for investigation of this complaint. The actual sample was subjected to visual inspection, catheter adapter leak test and injection valve test. The actual sample passed the acceptance criteria. No leakage was observed. The used syringe was subjected to visual inspection, damage was observed on tip of syringe. From the verbatim, a syringe with prefilled medicine was used at the same time. The leakage could be from the syringe. As the returned syringe does not belong to bd, further investigation was not done. Therefore the root cause cannot be determined. Complaint trend would be monitored. DHR review showed no quality notification was raised for the batch. No abnormalities were observed after review of preventive maintenance, calibration and equipment records.

Event description:
It was reported that bd venflon pro¿ (bd¿ vialon biomaterial) leaked. No serious injury or medical intervention was reported.